Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the health care provider (hcp) had difficulties programming the patient, and the patient experienced issues with her walking and talking. It was also stated that the patient has a hand tremor and no "matter how much she talks or walks she can feel it in her knee". The patient noted that the issues began occurring at the end of may and the second week of june. The patient reported that she will be having knee surgery in the future, but confirmed it was not related to the device/therapy. Follow-up with the health care provider (hcp) indicated that the actions/interventions taken to resolved the issues walking/talking, the hand tremor, and feeling stimulation in the patient's knee included a deep brain stimulation (dbs) adjustment on (B)(6) 2016.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient saw the hcp on 10/5 and said her deep brain stimulation (dbs) did not work so the hcp performed an adjustment. The hcp was unaware of any knee problems.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.